Manufacturer narrative:
To date, information suggests that these medical devices remain actively in service. Per the local area sales representative, this patient has a chronically high shock impedance in the low 100's. The physician decided to do a max energy shock and the outcome was successful. All results were within normal limits. If new information would become available, this report will be further evaluated and updated.

Manufacturer narrative:
Additional information has been provided that this is a device specific issue, not a lead issue.

Event description:
Boston scientific received information that this transvenous defibrillation lead in association with the implantable cardioverter defibrillator (ICD), did exhibit greater than 125 ohms shock impedance. Previously, shock impedance had been around 100 ohms. There were no reported adverse patient effects associated with this clinical observation.